Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the triage, the unit failed to power up on the ac power and the battery power isolated problem to the control pcba, during the visual inspection a thermal damage observed on capacitor.

Manufacturer narrative:
One scd 700 sequential compression system was returned for the condition of, ¿the pump has no power¿. The unit was triaged and the customer¿s reported condition was confirmed and found to be due to thermal damage. The unit failed to power up on the ac power and the battery power isolated problem to the control pcba, during the visual inspection a thermal damage observed on capacitor. The potential root causes are the use of an unauthorized power adapter by the user or a defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.